Event description:
During a laparoscopic supracervical hysterectomy procedure, there was an instrument error. The ace was tightened and it still gave the same message. There was no reported pt consequence.